Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 21 mm sjm trifecta valve was implanted on (B)(6) 2015. Due to an elevated gradient and calcification, the valve was explanted on (B)(6) 2015. A 19 mm magna ease valve was implanted. The valve was sent for bacteriological testing at the hospital; the results of the testing are unknown.